Manufacturer narrative:
Correction: in initial report, the device manufacture date was inadvertently reported as 10/9/2019, however the correct date is 07/25/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk)stage 2 and blurry vision on the right eye post treatment. Topical steroid dosage was increased. It was reported the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms were not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op was 20/20 1.00 x -3.75 x 20, left eye pre-op was 20/20 .25 x -3.25 x 175. Ucva from (B)(6) 2019 20/50.